Event description:
It was reported that the pump housing had melted and that there was damage to the rack pushrod. There was no reported impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.